Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4)

Manufacturer narrative:
Conclusion: the reported information indicated that this valve was implanted in the tricuspid position. This device is not designed for use in the tricuspid position. Per the instructions for use (IFU), this device "is indicated for use in patients with the following clinical conditions: patients with regurgitant prosthetic right ventricular outflow tract (rvot) conduits with a clinical indication for invasive or surgical intervention, or patients with stenotic prosthetic rvot conduits where the risk of worsening regurgitation is a relative contraindication to balloon dilatation or stenting, existence of a full (circumferential) rvot conduit that was equal to or greater than 16 mm in diameter when originally implanted". It is unknown if the implant location contributed to the reported clinical observations. A conclusive root cause cannot be determined without the return of the device. However, based on the information available, valve failure may be due to the patient's health status and co-morbidities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve into a biop rosthetic valve to resolve "massive" central tricuspid regurgitation (tr). Three days postoperative, moderate tr was noted due to a clot formation which appeared to be blocking the leaflets of the valve. The patient¿s oxygen level began to drop five days postoperative. The patient underwent emergency surgery to implant a second tpbv. It was reported that the physician felt the cause of valve failures could be due to a past medical history of unclosed atrial septal defect (asd) and ebstein anomaly, or that the patient did not react well to the bioprostheses.